Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to information received from the tandem customer technical support team, on (B)(6)2026, the patient observed a cgm estimated glucose value (egv) of 189 mg/dl. Shortly afterward, he began experiencing disorientation and confusion and became unable to remember who he was. He was later found sitting in his car in the middle of the road. The patient¿s family contacted ems. While waiting for emergency responders, the patient¿s wife attempted to give him cookies, juice, and grapes, but he refused all food. Upon ems arrival, a fingerstick bg measurement showed 81 mg/dl (cgm egv was not reviewed). A second fingerstick test performed shortly after measured 88 mg/dl (cgm egv again not reviewed). No additional medications or interventions were administered at the scene. The patient was transported to the emergency room, where a bg value of 91 mg/dl was recorded. He was monitored for approximately two hours and later discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.